Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation message. There was no injury to the patient.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation message. The device was available for evaluation. Service personnel (sp) inspected the ventilator and found the unit in a "vent inop" condition. Sp confirmed the reported issue from relevant codes in the diagnostic logs and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated to potential fault in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated due to part return. Section h6 evaluation codes updated due to part return and analysis result - add additional code conclusion - remove d02 and add d0302 component - remove g02005 and add g0201205. H3: device evaluation summary updated due to part return and analysis. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation message. The device was available for evaluation. Service personnel (sp) inspected the ventilator and found the unit in a "vent inop" condition. Sp confirmed the reported issue from relevant codes in the diagnostic logs and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned for further analysis: a visual inspection of the returned pcba was conducted and no anomalies were found. The pcba was attached to the failure investigation test ventilator for analysis. During the extended self test (est), the ventilator failed the circuit pressure test, reporting that the inspiratory auto zero solenoid was not operational. Further investigation isolated the fault to the auto zero solenoid (so1). Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1) in the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.